Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of during incision, the port was not created due to a defective knife; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during side port incision, the port was not created due to multiple defective knives. Procedure detail and patient impact were not reported.

Manufacturer narrative:
Nine opened knives in sheathing within a bag were received for the report of during sideport incision the port was not created due to a defective knife. The samples were visually inspected and were found to be nonconforming with damaged tips and or damaged cutting edges. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: 2022-66759